Event description:
X-rays were received for review from a vns treating physician in (B)(6) to our country rep related to a pt having high lead impedance. Based on the x-rays received and reviewed, there is a suspected sharp angle area near the positive pin. This sharp angle may be contributing to high lead impedance and dcdc=7; however, this is not able to be conclusively determined. No pt trauma or manipulation reported. The pt's vns has been disabled. The pt is being referred for revision surgery. Good faith attempts will be made for further details and the product return once surgery occurs.

Manufacturer narrative:
Method: MFR reviewed x-rays of implanted device. Results: x-rays reviewed and there is a suspected sharp angle area near the positive pin. This sharp angle may be contributing to high lead impedance and dcdc=7; however, this is not able to be conclusively determined. No gross lead discontinuity noted. Conclusions: device malfunction suspected, but did not cause or contribute to a death or serious injury.